Manufacturer narrative:
Additional information was added: this event occurred during filling; further described as "the infusor could not hold nacl (sodium chloride) and nacl comes out through the upper port when the cap if off". Previously reported as occurring during an unspecified process step prior to use on a patient. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was manufactured between march 11, 2019 - march 13, 2019. The device was received for evaluation containing approximately 100 ml of fluid in the bladder. A visual inspection was performed which revealed a leak/backflow when the fill port cap was removed. The reported condition was verified. The cause of the condition was due to a particle approximately 0.20 mm square in size, lodged under the device check band. The particle was subsequently identified to be acrylic material via ftir spectroscopy(fourier-transform infrared spectroscopy). This was determined to be due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked from the fill port. This was identified during an unspecified process step prior to use on a patient. There was no patient involvement. No additional information is available.